Event description:
Info received indicates the siderail will not lock into place.

Manufacturer narrative:
The tech found replaced the siderail ctr arm assembly. He indicated the damage may have been caused by abuse.